Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch, manufacturer's report # 1222780-2012-00003. During a novasure endometrial ablation a perforation occurred at the fundus of the uterus during "seating" of the disposable device. The perforation was visualized on hysteroscopy. No treatment was needed for the perforation and the patient was discharged home. A dilatation (not a hologic device) was performed prior to the attempted ablation as was a sounding with the suresound. It is not known when this perforation occurred or what instrument may have ben the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. According to the instructions for use (IFU). Adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).